Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Telephone:(B)(6). Review of the most recent repair record determined the unit had a damaged comb with a stuck cutter. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Event was confirmed. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00311. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the cutter was stuck and unable to be removed. There was no patient involvement. During the investigation, it was discovered the comb was bent. No adverse events were reported as a result of this malfunction. No further information is available at this time.